Event description:
It was reported that patient presented to clinic for follow up on 11 august 2025, the right ventricle (rv) lead had showed high threshold and the sensing had decreased. The rv lead was later identified to be dislodged and was confirmed via x-ray. The rv lead was revised then was finally explanted and was replaced with a new lead on (B)(6) 2025. The next day during a pre-discharge checkup, the new rv lead was dislodged again. Hence, the physician had elected to revise the new rv lead. The new rv lead was revised and implanted successfully on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The new rv lead was repositioned successfully on (B)(6) 2025, b5 was updated.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up on (B)(6) 2025, the right ventricle (rv) lead had showed high threshold and the sensing had decreased. The rv lead was later identified to be dislodged and was confirmed via x-ray. The rv lead was revised then was finally explanted and was replaced with a new lead on (B)(6) 2025. The next day during a pre-discharge checkup, the new rv lead was dislodged again. Hence, the physician had elected to revise the new rv lead. The new rv lead was revised and implanted successfully. The patient was stable throughout.